Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler the day after ending their pd treatment. The patient received an air detected in cassette warning during treatment but finished the treatment. In a follow up, the patient¿s caretaker reported that the following day after the leak when the patient removed the cassette there was fluid on the cassette and in the pump module area of the cycler. The cause of the leak is unknown. The patient¿s caretaker verified that there was no harm, intervention or adverse event due to the fluid leak. The patient did manual treatments until a new cycler was received. The cycler is available to return as a sample product.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test passed. System air leak test passed. Post-ast 2hours 15mins 8500ml simulated treatment was performed without any failures or problems. No fluid leaks were found after simulated treatment. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. A review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code.there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler the day after ending their pd treatment. The patient received an air detected in cassette warning during treatment but finished the treatment. In a follow up, the patient¿s caretaker reported that the following day after the leak when the patient removed the cassette there was fluid on the cassette and in the pump module area of the cycler. The cause of the leak is unknown. The patient¿s caretaker verified that there was no harm, intervention or adverse event due to the fluid leak. The patient did manual treatments until a new cycler was received. The cycler is available to return as a sample product.